Event description:
It was reported that a patient-initiated transmission was performed after the asymptomatic patient noticed a vibratory alert. No capture and several near miss events where the device almost shocked the patient were observed. The transmission also noted no sensing. In addition high impedance was observed and this may have been the reason of the device vibratory alert. The patient then presented to the hospital where the lead was replaced. During the procedure, it was noticed the lead was completely wrapped around the device in the patients¿ shoulder, due to twiddler. Patient was fine following the procedure and will be followed up normally.